Manufacturer narrative:
The probe was not available for investigation. The review of device history records review for ref ip2p, lot 211532 did not reveal any anomaly that could explain the reported event. Without actual device to investigate, the exact cause of the reported aberrant values could not be determined. Device identifier ip2p (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 9612007-2019-00021

Event description:
This is 2 of 2 reports. A customer reported that a cc1p1 pmo combined probe containing both oxygen and temperature was inserted in the beginning of the morning on (B)(6) 2019 and incorrect values were read. The probe was changed at the end of the morning. It was also reported that when the probe was in contact with air, the value was under 90 however it must be a minimum 150 upon doctors. There was no clinical consequences reported. It was noted that the same issue occurred the day before with another probe.